Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while the balloon catheter was being inserted into the sheath, the patient took a deep breath. A large amount of air was aspirated. St elevation was then observed and a backflow of blood was confirmed. The patient developed ventricular fibrillation (vf) and defibrillation was administered. The patient then went into cardiac arrest. A coronary angiogram was performed and air embolism was confirmed in the coronary artery and part of the aorta. Percutaneous cardiopulmonary support (pcps) was then attached to the patient. The patient remained unconscious. The patient left the operating room and was brought to an intensive care unit for further observation. It was indicated that the heart rate stabilized. The case was aborted and the patient was not under general anesthesia. It was further indicated that the patient has severe brain damage. The physician felt that the valve of the sheath was not as expected. Further information received indicated that the patient is off the pcps, but is suffering "grave" damage to the brain and is still being hospitalized. Additional information reported that the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.